Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) analysis of the returned lead found no anomalies. There was blood noted in/on the helix/lobe mechanism.

Event description:
It was reported that the atrial lead was removed due to dislodgement. There were no patient complications reported as a result of this issue.